Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the problem was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.